Event description:
It was reported that the subject device image would not display on the screen and was showing only color bars. The event occurred during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was not returned to the regional service center for inspection, but a field service engineer reported that failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was found that when the retention screws were full seated they lose scope image, and when field service engineer backed off the screw a little bit the scope image come back. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.